Event description:
The customer reported via phone call that her sensor fell out. Before the two hour warm up was up, the insulin pump alarmed lost sensor. The cannula was missing from the sensor and it was not in her body. Customer's blood glucose level was 157 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula with no missing or broken parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.